Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The customer reported the problem very intermittent and has previously replaced the power switch overlay. The product support engineer advised replacing the power management pcb and provide the part number.

Event description:
The customer reported a check vent (1105) light emitting diode (led) error. There was no patient involvement.